Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The sample was visually inspected under the microscope. Visual inspection revealed surface residuals (fiber/particles) on the lens that may be related to the handling the lens in a non-sterile environment. One area of the lens was observed with a cut that may be related to the handling of the unit during the insertion process. Also, the lens was returned cut in two pieces whereby the condition is consistent with a lens that has been removed from the patent's eye. It was reported that a non-abbott medical optics cartridge was used to insert the intraocular lens. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change that could be related with the complaint type reported. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that a zcb00 23.5 diopter intraocular lens (iol) was inserted into the patient's eye using a non-abbott medical optics (amo) cartridge. The lens was removed from the eye during the same procedure due to the lens being observed as cracked/torn. The incision was enlarged to remove the lens. The lens was replaced with the back up of the same model and diopter. There was no patient injury noted.